Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The seal was intact. All the control knobs, battery cap were missing. Manometer was turned sideways. The hooked device to oxygen supply and was turned the device on. The reported issue was found. The root cause to the reported issue was due to physical damage from being dropped by the customer. Replaced all damaged and faulty components.

Event description:
It was reported that the unit was dropped and rattling noise inside unit. Oxygen was off. No patient injury was reported.